Event description:
Event description guidant received information that during the attempted implant procedure, the patient's pressure started dropping and the echocardiogram appeared to reflect a perforation.